Event description:
On 26feb2024, an email was received from a patient (pt) who reported a ¿corneal abrasion/ulcer about a month ago¿ while wearing an acuvue® oasys 1-day with hydraluxe¿ technology for astigmatism brand contact lens (cl). The pt reported four cls ¿from the same box¿ had a ¿rough edge/small rip.¿ the pt reported due to being nearsighted, it¿s hard to see up close to inspect the cls to see a defect. The pt reported the ¿corneal abrasion/ulcer¿ may have been caused by the cl ¿because the location of the abrasion was in the same place that the defect is located on the lens.¿ the pt thought the ¿first two¿ cls may have been ¿mishandled,¿ but with the third and fourth cls, the pt noted the defect was a ¿similar shape and located in the same area in relation to the line/scribe mark on the lens.¿ no additional information was provided. Emails were sent to the pt on 26feb2024, 04mar2024, and 11mar2024 to request additional medical and product information, but no additional information has been received. No pt contact phone number was provided. It is unknown which eye was affected. The date of event was not provided but will be reported as 01jan2024. This ¿corneal ulcer¿ will be reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pt¿s treating doctor. The suspect lot number is unknown. It is unknown if the suspect cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
Unknown availability of suspect product.